Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk) during open heart surgery, but that the device would not discharge. The clinicians obtained another defibrillator and internal paddles and successfully defibrillator the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.